Event description:
While reviewing patient files related to the subject device, one episode of noise sensing on the atrial channel (leading to fallback mode switch) has been recorded in the ICD memories on (B)(6) 2012 at 10.38. An explantation was requested regarding the origin of this noise episode.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.